Manufacturer narrative:
Eval: results: both anchors were returned in the over-torque position. Functional testing could not be performed on the damaged anchors. Conclusion: the over-torque position for the returned anchors is consistent with a user error. Per the swift lock anchor dfu review, there is adequate info for preserving the anchor from being damaged during locking and unlocking. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR reports: 1627487-2010-03436, 1627487-2010-03437 and 1627487-2010-03438. The pt received his scs sys, including an ipg, two percutaneous leads (from two separate lots), and two anchors (from the same lot), on (B)(6) 2010. It was reported that the pt requested his ipg be explanted because the sys was not helping his pain. Multiple reprogramming sessions were unsuccessful in resolving this issue. The ipg was explanted on (B)(6) 2010 and returned to the MFR for eval on (B)(6) 2010. No further info is available.